Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced ongoing elevated blood glucose (bg) levels in the 300's (mg/dl). At the time of the report, the user's bg level was 350 mg/dl. The user addressed bg level with a manual injection. A system check with tandem¿s technical support at the time of the report indicated that the pump, cartridge, and infusion set functioned as expected.